Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a rosch-uchida transjugular liver access set encountered resistance during puncture. The procedure was completed with an additional device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon initial inspection of the returned device, tip damage to the 5 french blue catheter was noted, thus prompting this report.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a) investigation ¿ evaluation it was reported that a rosch-uchida transjugular liver access set encountered resistance during puncture. The procedure was completed with an additional device. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon initial inspection of the returned device, tip damage to the 5 french blue catheter was noted, thus prompting this report. Reviews of the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used set was received. The 5fr blue catheter appeared to be bunched up on the side and folded. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and related subassembly lots recording no relevant non-conformances. A database search for complaints on the reported lot found one additional complaint reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. This product is not currently packaged with instructions for use. The information provided upon review of the dmr, DHR, and device failure analysis suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that patient condition contributed to this event. The customer reported the product encountered resistance during puncture. It is possible the patient had tortuous anatomy which caused the resistance and damage to the 5fr catheter tip. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.